Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button sticking. Customer's blood glucose value was unknown. Customer stated that insulin pump was received random no delivery alarm and reject new battery. Customer stated that they insulin pump had rewind and prime time slowed down and diminished back light. The device will not be returned for analysis.